Manufacturer narrative:
Per the t:slim user guide: use only single-use disposable cartridges. Failure to do so may result in over-infusion or under-infusion and may cause serious injury or death. Insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (300s mg/dl) and a bolus via the pump was delivered to address the bg level. The customer thought the high bg was related to the pump. During troubleshooting with tandem customer technical support (cts), air bubbles were observed in the cartridge and infusion set tubing along with continuous air bubbles coming from the cartridge during the troubleshooting. Reportedly, the customer was not holding the pump vertically during the fill tubing step and cold insulin had been used to load the cartridge. The customer also had reused and refilled the cartridge. Cts informed the customer that per labeling, room temperature insulin was to be used to load the cartridge and the cartridges were not to be reused/refilled. The customer changed the cartridge and acknowledged the information provided by cts.